Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, before a therapeutic hemicolectomy procedure, the subject device activated once out of two attempts when trying to reconnect. The mouth of the device opened one hundred percent every other time. The subject device was loaded immediately before using on the patient, the procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error i766 popped up and stopped the seal process. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, before a therapeutic hemicolectomy procedure, the subject device activated once out of two attempts when trying to reconnect. The mouth of the device opened one hundred percent every other time. The subject device was loaded immediately before using on the patient, the procedure was completed using the same set of equipement. There were no reports of patient harm.